Event description:
It was reported that: the physician inserted the manta sheath and dilator and had some resistance upon sheath insertion. Physician then took dilator out and inserted manta device and deployed. When the manta was pulled back, the collagen and radiopaque lock came out of the body at the same time. The foot plate remained in the body. Upon an x-ray taken of the groin, it was noted there was a dissection and no flow distally. The vascular surgeon performed a cutdown, which the footplate was removed. A graft was placed by the surgeon to repair the artery. Once the repair of the artery was complete, another x-ray was taken , and it was noted there was a dissection of the artery distally. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain a central access in the left common femoral artery. Vessel size was 7.8mm with severe calcification above the puncture site and minimal at the puncture site. Measured depth for the manta was 2.1+1cm. There were reportedly issues advancing the procedural sheath at the beginning and issues when inserting the manta sheath and dilator just before deployment. Systolic blood pressure was 104mmhg and act was 312 prior to protamine being administered. Heparin was also given during the procedure. A cutdown was performed when the physician noted that there was no flow, and the manta was explanted. The patient reportedly did fine after the procedure.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi/teleflex indicating a stoppage of flow with a dissection present. The artery appears to be highly calcified, with jagged edges. The second photo indicates flow return and dissection present. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 79-year-old patient presented weighing 108 lbs. With a bmi of 19.88. A centrally positioned access was gained utilizing ultrasound guidance and micro puncture, after multiple attempts. The left common femoral artery (cfa) was 7.8mm, with severe calcification superior to the access, mild calcification at the access, anterior wall calcification, minimal circumferential wall calcification, very tortuous right cfa, and a measured depth of 2.5cm + 1cm. Issues were encountered advancing the 14f expandable procedural sheath. The manta instructions for use warns not to use manta in patients with severe calcification of the access vessel, not to use it if there is marked tortuosity of the femoral or iliac artery, and not to use it if the patient has marked cachexia (bmi <20 kg/m2). Following the tavr procedure, activated clotting time was 312, and heparin and protamine were administered. Prior to closure, the physician experienced moderate to severe resistance while inserting the manta sheath and introducer (dilator). The IFU indicates in step 2: exchange and position sheath: note: if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity; do not proceed with manta closure as the device may become damaged. Once the dilator was removed from the sheath, the manta closure was inserted and deployed. During deployment, while withdrawing the manta handle and sheath to deploy for closure, the collagen and radiopaque lock pulled out and the anchor remained in the puncture. The proctor noted she did see the bypass tube after it was taken out and the end of the device was very mangled. An angiogram of the groin indicated a dissection was present and no flow distally. Dissections are a common large-bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The vascular surgeon was called in for a cutdown, explanted the manta anchor, and placed a graft to repair the artery. A post-procedure angiogram indicated a dissection distal to the access. Dissections are a potential sequela in large bore closure procedures and particularly in patients exhibiting extreme calcification. In addition to using manta against IFU recommendations, it is suspected the dissections were caused by the combination of multiple attempts to gain access, complications encountered advancing the procedural sheath, and moderate to severe resistance experienced while inserting the manta sheath and introducer. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to vessel laceration or trauma. Procedure preparations as listed in the IFU state to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
It was reported that: the physician inserted the manta sheath and dilator and had some resistance upon sheath insertion. Physician then took dilator out and inserted manta device and deployed. When the manta was pulled back, the collagen and radiopaque lock came out of the body at the same time. The foot plate remained in the body. Upon an x-ray taken of the groin, it was noted there was a dissection and no flow distally. The vascular surgeon performed a cutdown, which the footplate was removed. A graft was placed by the surgeon to repair the artery. Once the repair of the artery was complete, another x-ray was taken , and it was noted there was a dissection of the artery distally. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain a central access in the left common femoral artery. Vessel size was 7.8mm with severe calcification above the puncture site and minimal at the puncture site. Measured depth for the manta was 2.1+1cm. There were reportedly issues advancing the procedural sheath at the beginning and issues when inserting the manta sheath and dilator just before deployment. Systolic blood pressure was 104mmhg and act was 312 prior to protamine being administered. Heparin was also given during the procedure. A cutdown was performed when the physician noted that there was no flow, and the manta was explanted. The patient reportedly did fine after the procedure.